Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly analyzed. This programmer liquid crystal display (lcd) did not backlit on boot-up but the external display was functioning correctly. Analysis found out that the inverter upper transformer overheated and the inverter cover and liquid crystal display (lcd) cover melted. No evidence of abuse or mishandling observed. The programmer passed all incoming functional tests after the inverter was replaced.